Manufacturer narrative:
Product complaint # (B)(4). Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j sales representative. The investigation could not be completed, no conclusion could be drawn at the time of filing this report. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot part: 04.027.053s, lot: 61p3377. Manufacturing site: (B)(4). Release to warehouse date: july 15, 2020 expiry date: july 01, 2030. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent pfna insertion surgery. The surgeon turned the blade in the direction of lock, but there was no response and the blade idled. After taking the blade out, it was improved by following the procedure while checking the precautions for the blades issued in the past, and the process was successfully completed. The surgery was completed within 30 minutes delay. The patient outcome was stable. Concomitant device reported: unknown pfna nail (part# unknown; lot# unknown; quantity: 1). Unknown insertion instrument (part# unknown; lot# unknown; quantity:1). This complaint involves one (1) device. This report is for (1) pfna-ii blade l90 tan. This report is 1 of 1 (B)(4).